Event description:
It was reported that the rv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Event description:
It was reported there was loss of pacing and the patient experienced presyncope. The rv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event of oversensing noise was confirmed. As received, a complete lead with stylet partially inserted was returned in one piece. An external insulation abrasion was found at the proximal region of the lead breaching the outer insulation and exposing the outer coil. The cause of the reported event was due to the exposure of the outer coil at the abrasion zone which is consistent with friction between the lead and the device can.

Event description:
During follow-up, sensing noise was observed on the right ventricular (rv) lead. No intervention was performed. The patient was stable and will continue to be monitored; there were no adverse consequences.